Event description:
It was reported that a volume discrepancy was first noted in early october. In 2007, the patient underwent a catheter dye study that was reportedly appeared fine, with no obstructions noted. A catheter revision was performed. Post catheter revision the patient was admitted to the ER due to persistant lethargy and somnolence. The patient's pump dose was decreased from 8 mg/day to 2 mg/day. The patient was also treated with narcan and zofran. The patient's pump contained dilaudid and clonidine. Reference MFR report # 6000030200704543.